Event description:
I saw a urologist for benign prostatic hyperplasia (bph). At the time I was on no medications for bph. He recommended implant of urolift device. The implant occurred on (B)(6) 2017. The procedure resulted in a marked worsening of the symptoms requiring trips to the emergency room for acute urinary retention followed by intermittent self-catheterization. My symptoms are now worse than before the procedure and I must use medication. I don't know what happened. I have asked urolift for the related records (the urolift representative activity participated in the procedure) but the company will not provide them or permit me to talk with the urolift representative. Permanent damage following implant of medical device. (B)(6) from urolift also actively participated in the implant.